Event description:
It was reported that one day post-operative this right ventricular (rv) lead exhibited loss of capture and the pacing impedances increased from 650 ohms to 1600 ohms. A x-ray procedure was performed and it indicated that the lead perforated at the apex and the free wall. In addition, the r-waves decreased from 12mv to 6mv. Subsequently, a lead revision was performed, and the rv lead was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.